Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that there was one occurrence of motor error alarm of insulin pump. Customer's blood glucose value was 170 mg/dl. Customer stated that the piston did not move up when reservoir was full of insulin and she needs to remove some of the insulin out of the reservoir then the piston did move. Customer stated that she did not feel safe to continue using the insulin pump. The device will be returned for analysis.